Event description:
The patient was diagnosed with an infection. The infection was diagnosed in 2009. The patient's last pump refill was one month ago. The patient did not have meningitis. The patient stated that her pump was explanted; date of explant was unknown. The patient had a pump re-implant two months later and was treated with antibiotics starting two weeks ago for 1 month before the surgery. The patient had also been given perioperative antibiotics. It was unknown whether she began IV antibiotics as well. The patient had a wound dehiscence at the lumbar incision site. Cultures were taken of the lumbar region; the results were negative. The patient outcome was stated as "infection resolved". The medications being delivered via the device system were bupivicaine, clonidine and morphine sulfate.

Manufacturer narrative:
.